Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of one panel cell of a competitor when testing with seraclone anti-n. The customer did return the supposedly defective product, but not the panel cell that had caused the false positive result. Our quality control laboratory tested the complained seraclone anti-n sample in parallel to its retained sample with different n negative red blood cells and reagent red blood cells of bio-rad and a competitor. All negative reactions of red blood cells were correct. In one single case the panel cell of a competitor reacted positively. Further testings were not possible, because the material was depleted. We will initiate further internal actions to find the root cause for the single false positive reaction. Because the complaint is confirmed, further internal actions will be initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.